Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the medtronic r epresentative (rep) was unable to delete one specific patient off the stealth application. No patient was present. Troubleshooting information was provided. The rep tried multiple times. They noted the patient folder did not have a date associated with it or any exams shown. Technical services (ts) had the rep try to combine with another patient and delete that way, but the system would not let the rep combine this specific patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 h3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.